Event description:
A falsely elevated advia centaur xp bnp result was obtained on a patient sample. The physician questioned the result. A redraw sample was tested by an alternate method at a different site and the result was lower. A second sample was tested on the advia centaur xp and the result was still elevated. The sample was sent out to another site that uses an alternate method and the result was lower. The customer did not dilute the patient sample that was tested on the advia centaur xp. The customer was instructed to dilute the sample and the result obtained was lower. Patient treatment was not prescribed or altered. There was no report of adverse health consequence due to the discordant bnp results.

Manufacturer narrative:
The customer performed serial dilutions of x2, x5, and x8. The results of the serial dilution showed that the interference is diluted out. The initially elevated result is likely do to interference, which upon dilution is diluted out. Serial dilution results: factor: x2, x4, x8; concentration: 153, 66, 62; rlu: 1500, 3500, 2000. The qc was acceptable. The instrument is performing within specifications. No further evaluation of the device is required. The IFU states in the procedural notes section for dilutions: "samples with levels of bnp greater than 5000 pg/ml (1445 pmol/l) must be diluted and retested to obtain accurate results." The IFU states in the limitations section: "the results of the advia centaur bnp assay should always be assessed in conjunction with the patient's medical history, clinical evaluation and other diagnostic procedures."